Event description:
It was reported that the patient experienced recurring incontinence due to urethral atrophy at the cuff site. A revision surgery was performed in which the existing cuff was removed and replaced with a smaller size cuff. The patient was reported to be good after the procedure. No more information available at the moment, further information was requested. It was further reported that there was no device malfunction with the explanted cuff. No more information available at the moment. Should additional information become available, it will be provided.

Manufacturer narrative:
Product investigation complete. The ams800 cuff was visually, microscopically, and functionally tested. No leak was determined. Inspection of the remainder of the device revealed no other damage or irregularities. Analysis of the returned device confirmed no damage to the cuff. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient experienced recurring incontinence due to urethral atrophy at the cuff site. A revision surgery was performed in which the existing cuff was removed and replaced with a smaller size cuff. The patient was reported to be good after the procedure. No more information available at the moment, further information was requested. It was further reported that there was no device malfunction with the explanted cuff. No more information available at the moment. Should additional information become available, it will be provided. Product investigation complete. The ams800 cuff was visually, microscopically, and functionally tested. No leak was determined. Inspection of the remainder of the device revealed no other damage or irregularities. Analysis of the returned device confirmed no damage to the cuff.